Event description:
Subsequent to the initial medwatch, additional information was received which stated the stent was deployed just short of the lesion.

Manufacturer narrative:
(B)(4). Previously the customer reported the lot number was not available. The lot number was subsequently identified. The device was not returned to abbott vascular for evaluation. It is possible that the interaction with the stent delivery system and the introducer sheath may have contributed to the reported stent dislodgement and subsequently resulted in implanting the stent just short of the lesion. Although a conclusive cause cannot be determined it appears to be related to operational context of the procedure; there is no indication of a product quality deficiency. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. All stent delivery systems are visually inspected for shaft and stent damage online during the manufacturing process at abbott vascular. Additionally, a sampling of units is destructively tested to verify stent dislodgement force and crimped stent profile. Difficulty to position the sds through the introducer sheath may be related to several factors including, but not limited to, manufacturing, damage to the device or introducer sheath, outer diameter (od) of device, inner diameter (ID) of sheath, od/ID clearance, insertion technique or an interaction with accessory devices.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed. A follow-up will be submitted with all relevant information. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the submitted reports, additional information was received which stated that during a bilateral iliac angioplasty procedure, the omnilink elite stent delivery system (sds) was being advanced through a 6 fr non-abbott sheath, but became stuck in the sheath. The device was removed without reported issue. The sheath was upsized to 7 fr and a second omnilink elite sds was advanced; however, the stent was deployed in an unintended location in the anatomy. A third stent was also attempted in the same procedure and was deployed in an unintended location in the anatomy. One of the two stents was deployed short of the lesion. All additional relevant information has been provided.

Manufacturer narrative:
(B)(4). The omnilink elite stent was filed under separate MFR number 2024168-2011-00222.

Event description:
It was reported that during a procedure, the omnilink elite stent delivery system (sds) was advanced over the 6 fr non-abbott sheath and the sds became stuck in the sheath. The stent implant was deployed at an unspecified unintended location. There was no reported adverse patient sequela. There was no additional information provided.